Event description:
I kept getting eye styes and infections. I always felt like I had something stuck in my throat. My tongue was swelling and I would gasp for air. I used this while having covid and I got worse immediately. Ended up hospitalized. Philips respironics dream station. FDA safety report ID# (B)(4).